Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. The product has reportedly been discarded; however, if the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that her son smashed and damaged the adc freestyle libre reader, and it was subsequently discarded. As a result, they no longer had a reader to monitor his glucose levels and the customer felt sick and began vomiting. Paramedics were called and the customer was taken to the hospital where he was diagnosed with hyperglycemia and provided an insulin pump. There was no report of death or permanent injury associated with this event.